Manufacturer narrative:
Concomitant medical products: product ID: d314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation reported showed atrial arrhythmia episodes that appeared to be far field r-wave (ffrw) oversensing on the atrial lead. Programming options were discussed, and the atrial lead remains in use. No patient complications have been reported as a result of this event.